Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of bacterial infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with an [unspecified] juvéderm product. After the injection, patient experienced a severe infections at two different sites on their face. Patient reported being in pain and has been treated with antibiotics and had a partial dissolution. Patient now have body aches, sore throat, and don't feel well. Symptoms are ongoing. This is the same event and the same patient reported under emdr- (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.

Event description:
Patient reported being injected with 1ml of juvéderm® volux¿ xc into the anterior jawline. After the injection, patient experienced a severe infections at two different sites on their face. Patient reported being in pain and has been treated with antibiotics and had a partial dissolution. Patient now have body aches, sore throat, and don't feel well. Healthcare professional (hcp) later reported symptom onset was 4 weeks post injection. Hcp treated the patient with doxycycline 100mg bid x 14 days, po one and a half weeks post symptom onset. Hcp notes the patient is also experiencing swelling, redness, tenderness, and nodules. Three days later, hcp treated the patient with hylenex 120 units, injection to nodules, and clarithromycin 500mg bid x10 days, po. Two days later, the patient was treated with hylenex 120 units, injection to nodules. Symptoms are ongoing. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.